Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A distributor reported to verathon that a customer reported while using a glidescope avl video monitor during a patient procedure the video monitor had and intermittent image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.